Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 45 mg/dl, which was treated with 15 grams of carbohydrates. The customer also reported that the insulin pump alarmed lost sensor. She stated that when she opened the sensor, the needle hub popped off. Troubleshooting was discontinued, since the customer was advised that the lost sensor occurred due to the needle hub dislodging. She was advised that the needle retracting caused the sensor not to pierce her skin. She observed a bent sensor cannula upon removal. The customer was unsure whether the sensor had been fully inserted and flat against the skin. She was advised to insert a new sensor and that a replacement sensor would be sent.